Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak with complete component separation event is confirmed. The type iiib endoleak of the distal bifurcated stent graft event is confirmed and is most likely user related and due to the off-label use of concomitant products (non endologix left common iliac stent present). Due to the lack of comparative and index procedure imaging, the contributing factor for the type iiia endoleak could not be determined. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with duraply¿. Corrections: h6: device remove code 3190. H6: method remove code 3233. H6: conclusion remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 5 years post initial procedure, a follow-up computed tomography angiogram revealed a type iiia and a iiib endoleak. Patient is doing well and is pending re-intervention. Additional information: a re- intervention was completed on (B)(6) 2020. The physician elected to implanted an afx bifurcated stent graft and a non-endologix device (cook thoracic cuff) to resolve this event. The final patient status was reported as fine.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply¿.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 5 years post initial procedure, a follow-up computed tomography angiogram revealed a type iiia and a iiib endoleak. Patient is doing well and is pending re-intervention.